Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the physician was reportedly manipulating the snare inside the pt, and the pt sustained an unintended cut on the bowel mucosa. The procedure was completed with a different device. A clip was used to stop the bleeding, but the pt did not require surgical intervention. The pt is reportedly doing fine after the procedure.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report. The user facility reported that the subject device was discarded following the procedure. However, the staff also reported that there was no device malfunction noted during the procedure. The cause of the pt's outcome cannot be conclusively determined. This report is being submitted as an MDR in an abundance of caution.